Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd extension set was leaking at the filter. The patient found the filer hose wet but didn't found any liquid drop. There was no patient injury due to the reported event.